Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According the sr, the device broke during surgery. No adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. The primary as well as the secondary cutting edges of the drill returned are significantly worn, deformed and covered with dents. Material displacement is visible. The drill is not sharp anymore. As the drill had been in use for a longer time (manufactured in 2011) we presuppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No nonconformity was identified.